Event description:
Rptr is very concerned about the inordinate number of complications (ivc thrombosis) rptr and colleagues have seen with the trapease vena cava filter. They have stopped using the filter and believe FDA oversight is required. Complications have included massive swelling, occlusion that is life threatening requiring major surgery, thrombolysis and residual disability.